Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return.

Manufacturer narrative:
Correction to field d6: implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Correction to field d6: implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.